Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay information that no biomet product was associated with this event. This medwatch is considered closed at this time.

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason. Additional information received reports a revision procedure occurred (B)(6) 2014 due to a loose glenoid implant. Preoperative x-rays received confirm the initially implanted device was not a biomet implant; therefore, no biomet product is associated with this event.

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.